Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that on multiple occasions, the customer received intermittent, inaccurate fill estimates. Reportedly, the customer observed that the insulin gauge displayed an incorrect value during the routine supply change. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided.